Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek and some further event information and detail have been received and incorporated into the event description: our rep is reporting to us that (B)(6) 2012, a patient underwent a successful acl repair with the use of biointrafix and 2 allografts for fixation; semi-t hamstring from allosource, lot #101246-115, and semi-t hamstring from rti, s/n (B)(4), lot #101076757. Sutures used were vicryl and polysorb. The patient presented on (B)(6) 2012, with a "swollen proud spot on skin over the top of the tibial fixation. On (B)(6), the surgeon aspirated 4-5cc of blood and clindamycin was prescribed. On (B)(6) 2012, cultures taken were negative. On (B)(6) 2012, the surgeon did a wash out; the area at the graft site where the fixation device is, is "ulcerated": fixation devices remain, nothing removed. Patient is on some sort of medication for the reaction. The patient did not show up for a scheduled follow-up on (B)(6) 2012; however, patient presented on (B)(6); switched to bactrim; patient still a little tender over the tibial wound site. Patient seems to be doing well, prognosis tbd. This is all of the information that mitek has at this point". A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. In addition, a review into the complaints system for all of the other part/lots that accompanied this lot into the sterilizer revealed no other similar issues. We cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that a patient underwent a successful acl repair with the use of biointrafix and an allograft for fixation on (B)(6) 2012. On (B)(6) 2012 cultures taken were negative. On (B)(6) 2012 the surgeon did a wash out; the area at the graft site where the fixation device is, is "ulcerated": fixation devices remain, nothing removed. Patient is on some sort of medication for the reaction. The patient did not show up for a scheduled follow-up on (B)(6) 2012. This is all of the information that mitek has at this point. Also see associated MDR 1221934-2012-00184